Manufacturer narrative:
Additional information: e3 is unknown ("initially it was submitted has other healthcare professional"). It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had a display noise.there was no patient involvement. A getinge field service engineer (fse) have replaced upper display and performed functional tests and safety checks. Repair done. Unit returned to customer for clinical use. The failure analysis and testing department received a top display assembly p/n with a reported of a ¿display noise¿. Performed visual inspection per the service manual p/n 0070-00-0639 rev r and found no visual damage and the part looks to be in good condition. Installed into the cardiosave test fixture s/n (B)(6) for testing of the reported problem. Performed and tested in accordance with the cardiosave service manual p/n 0070-00-0639 rev r. The test shows a vertical line in the middle of the screen due to burn out pixels . Sending the top display assembly to the supplier per procedure (B)(4) rev ap. The root cause selection for this investigation will be ¿impossible to define¿ due to the department not having the capabilities to troubleshoot this part internally further in an attempt to determine the root cause. Part no longer able to be tested by the supplier. Investigation is complete. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has display noise.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11corrected sections: b5, b6, b7, d10, h6 (health clinical & impact)

Event description:
It was reported that during pre-use check, the cardiosave intra-aortic balloon pump (iabp) unit has display noise. There was no patient involvement.